Manufacturer narrative:
(B)(4): cartridge damaged. The analysis results found that the device was received in good visual condition and with a cartridge reload loaded in the device. The reload was received fully fired and with the gripping surface broken. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the gripping surface became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). In addition, please note that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a recanalization after ileostomy- ileocolic anastomosis procedure, in a patient already operated on for colon resection for diverticulitis with ileostomy of protection, the surgeon proceeded with recanalization of intestinal loops. The first firing was successful. With the second firing (ileocholic anastomosis), some of the staples didn`t close properly and as a consequence there was severe local bleeding which was padded applying manual sutures. There were no adverse consequences for the patient.